Manufacturer narrative:
E1 - (B)(6). The device was returned for analysis in a generic plastic bag. Overall visual inspection did not identify any external damage or evidence that may have been compromised by the decontamination process. Upon examination, the main coil and a portion of the pusher wire were found inside the rhv. The main coil and part of the pusher wire were observed to be lodged and damaged within the rhv, and the pusher wire was returned in a detached condition.

Event description:
Reportable based on the device analysis completed on 5dec2025. It was reported that unable to advance in catheter occurred. The stenosed target lesion was located in the coronary arteriovenous fistula. A 3mm x 12cm interlock was selected for use. During the procedure, coil could not be advanced through the stc18 microcatheter despite multiple attempts and flushing. The physician attempted to withdraw the coil, it became detached within the delivery system and could not be retracted into the protective sheath at the y-valve. The coil was replaced with another device of the same type, and the procedure was completed successfully. There were no patient complications as a result of this event. However, returned device analysis revealed pusher wire detached.